Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including right heart failure, renal dysfunction, and cardiac arrhythmia. Section 6 of the IFU, "patient care and management," lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a complicated post-operative course with right ventricular failure, acute kidney disease, and atrial fibrillation. The patient was treated with IV milrinone until (B)(6) 2025, amiodarone, digoxin, and bisoprolol for the atrial fibrillation. Treatment resolved the events. It was unknown if the patient had right heart failure and arrhythmia prior to left ventricular assist (lvad) placement, but that a device related issue did not cause or contribute to the incident.